Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Hvad pump (B)(6) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed the reported high watt alarms and pump parameters outside the normal operating range. Analysis of the device revealed that device passed functional testing and dimensional verification. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient implanted with a bivad on (B)(6) 2016 began developing high flows and high power. Initially the clinicians thought it correlated with IV fluid administration via the cvc as the flows started to settle. A heparin infusion was started and the patient had also received aspirin. The patient was also receiving warfarin with a subtherapeutic inr. Flows continued to increase. The physician suspected that there was pump thrombosis given that the patients power consumption had been around 2.5-3.5 and the ldh and plasma free hg was significantly higher than the previous 24 hrs. Patient was returned to surgery for a pump exchange. There was no imaging evidence of a thrombus external to the pump at this stage. An evaluation of the explanted pump was done at the site finding a small amount of friable fibrin attached to the leads. It was further noted that when the surgeon auscultated the patient prior to exchange, he could detect a knocking sound from the lead hitting the inflow cannula.